Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# v806787, implanted: (B)(6) 2011, explanted: product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that her implant was recently replaced on (B)(6) 2017. Patient confirmed the implantable neurostimulator (ins) battery was replaced due to normal battery depletion. Patient also reported that it was not working and the lead wasn¿t good. There were no further complications that have been reported as a result of this event.